Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter caused a perforation. No interventions were performed as a result of the perforation. The device and leads were successfully implanted. The patient remained stable.